Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact called reported that the patient had just been released from the hospital. Additional information was solicited and received. The patient was hospitalized for peritonitis. It is unknown if the patient encountered any device malfunction. It is unknown how the patient contracted peritonitis. Additional information was solicited.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the liberty select cycler, the liberty cycler set and the patient¿s adverse event of perititiontis which required hospitalization. There is no documentation in the file to show a causal relationship between the adverse event and the liberty select cycler and/or the liberty cycler set, nor is there any allegation a fresenius device(s) malfunctioned or failed to perform as expected related to this event. Due to the lack of information, the etiology for the patient¿s peritonitis event cannot be determined. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
This file has been assessed for the necessity of the performance of a clinical investigation. On (B)(6) 2018 a patient contact reported this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc (pd)] for renal replacement therapy (rrt) was just released from the hospital. The contact stated that during hospitalization the patient had an adapter attached to their pd catheter (not a fresenius product) to perform rrt (unknown treatment details) and was inquiring how to remove the adaptor. On 05/june/2018 during a follow up call the peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized on 10/may/2018 (discharge date unknown) for peritonitis (unknown symptoms). Furthermore, the pdrn reported the patient continued rrt (treatment details unknown) regimen after the reported event. It was unknown if any fresenius device(s) or products(s) were utilized during the course of hospitalization. Additional information solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."